Event description:
Per medwatch: trifusion catheter placed on (B)(6) 2013. Catheter functioning normally, until yesterday when the one of the clamps (the red one) broke. The catheter was exchanged for a neostar.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rewj1868 showed no other similar product complaint(s) from this lot number.